Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was returned for analysis. The reported foot detachment was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Additional information received: no tissue damage was reported.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a mild calcified right common femoral artery was attempted using a proglide device with a 6f sheath after an interventional coronary procedure. Reportedly,the device was advanced and the foot plate was opened. At the time of retracting the device to get tactile sensation of the foot against the anterior wall, the device came out and it was noticed the posterior foot was separated. The lever remained lifted. There was bleeding around the 6f sheath and a 7f sheath was put in place to help with the bleeding and manual compression was applied to achieve hemostasis. An angiogram was performed to confirm if the separated foot was in the patient. It was reported that the angiogram confirmed missing foot was not in the patient. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.